Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a dexcom g7, with cgm reading ¿hi¿ and confirmatory fingersticks up to 499 mg/dl, suspected to relate to an infusion site or supply issue despite no visible leakage or delivery alarms and with insulin on board; troubleshooting included supply changes, allowing time for automated correction, and repeat fingersticks showing a downward trend. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no findings available, and the medical device problem and device component could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.